Event description:
A cartridge alarm was reported by the caller, indicating a problem with the insulin pump, and their blood glucose level displayed as "high." The customer took corrective action by administering a correction bolus or injection to address the high blood glucose level. There was no indication of incapacitation due to the elevated blood glucose. Technical support decided to replace the pump and advised the customer on backup insulin delivery options. The customer was informed about receiving a pump with updated software and was instructed on various preparatory steps.